Event description:
Updating to add original procedure date was july last year not july this year. Patient had foreign body removed from abdominal wound during wound clinic visit in february this year. Entering midas to report product to FDA/medsun. Product was discovered to be t-faster utilized during g-tube placement in july this year. This appears to be a rare complication where the t-fastener migrated through the stomach and into the skin where it caused an irritation. See additional details in patient grievance event (B)(4).